Event description:
Additional information received reported that since the patient received a new device all of the recharging issues had resolved. The patient was doing well and receiving effective stimulation.

Event description:
It was reported that the patient was charging more than expected. The device had gone into overdischarge (od). The reason for the od was that the patient stated she was taking all day to recharge and stimulation would only last a day or day and a half. The patient felt like it depleted too rapidly. This was the first od. The recharge statistics were recorded, but the date defaulted to 00 and there was not enough data to determine if the recharge interval was appropriate or not. A week later, the patient met with the manufacturer¿s representative (rep) to do a physician mode recharge (pmr) to recover from the od. The patient had been using a program with an amplitude of 10.1 volts and they wanted to know if that could cause the battery to deplete rapidly. The battery depletion rate associated with the high setting (10.1v) was reviewed. New groups with lower voltages were given. Group impedances were normal. With the new settings the recharge interval was 3.3 days to 4.1 days. The patient was receiving effective therapy and was in normal continuous mode. However, on (B)(6) the rep. Reported replacement of the battery was scheduled for (B)(6) due to continuous recharging issues and the battery depleting within a few hours. The patient had not been able to use their device for two weeks recently after another overdischarge. The patient had their device replaced as planned on (B)(6) and therapy was restored. The recharge issue had not been reevaluated yet due to having a new battery and recharger.

Manufacturer narrative:
Concomitant products: product ID: 37752, serial# (B)(4), product type: recharger. Product ID: 37743, serial# (B)(4), product type: programmer, patient. Product ID: 3778-45, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. (B)(4).

Manufacturer narrative:
Analysis of the implantable neurostimulator (sn (B)(4)) found that the battery had reduced capacity due to overdischarge. The #12 balseal was twisted out of position. The implantable neurostimulator (ins) was received with no telemetry. According to the trace report obtained from the ins after physician mode recharge (pmr) recovery, the total recharge count was 325. The last recorded recharge session performed while the device was implanted is dated (B)(6) 2000 due to power on reset (por). The 5 recorded patient recharge sessions had duration of 42 seconds or less with the battery voltage ay 3.470/3.475 volts. The battery discharged to the lock mode on (B)(6) 2000. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.